Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to the patient experiencing glare at night. Patient was dissatisfied with the lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.